Event description:
One pt sample with discrepant free t4 results. Initial result gave 26.5 pmol/l; repeat by different analyzer - different methodology gave 18.1 pmol/l. No adverse events reported in association with the results. If add'l info is rec'd, appropriate notification will be provided.